Event description:
During baxter's functionality testing of a spectrum pump, the device did not have audio output. There was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported symptom of no audio was confirmed and reproduced. The cause was found to be unsecured back flex which was not fully seated to be appropriate connector on the input/output printed circuit board. The back flex was secured properly with the audio functioning as expected.